Manufacturer narrative:
Date of event and UDI section unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
I was reported that during the maintenance checkup, it was noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury reported.